Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. The product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that when an intraocular lens (iol) was implanted, it was noted to have microvacuoles. They were not in the visual axis, so the lens was left implanted where it remains. There is no indicated patient impact. Additional information was requested.

Manufacturer narrative:
A video of a surgical procedure was provided for review. At the end of an uneventful cataract surgery 4 vacuoles are observed at the 6 o'clock location, apparently in the iol body, respecting the visual axis. Unable to determine origin or exact location of apparent vacuoles. No determination could be made from the video provided by the customer. The manufacturer internal reference number is: (B)(4).